Manufacturer narrative:
The report # 3003721894-2017-00140 is associated with (B)(4), corega. Corega is marketed as poligrip in the u.s.

Event description:
Cardiac pain [cardiac pain]; blackout [blackout]; darkening of vision [abnormal vision]; dizziness [dizziness]; nausea [nausea]; elevated blood pressure [increased blood pressure]; vomiting was induced by the patient [self-induced vomiting]; felt unwell [feeling unwell]. Case description: this case was reported by a consumer and described the occurrence of cardiac pain in a (B)(6) year-old female patient who received gsk denture adhesive (formulation unknown) (corega neutral taste) cream (batch number en41, expiry date july 2019) for denture wearer. Concurrent medical conditions included hypertension and diabetes mellitus. Concomitant products included metformin hydrochloride (siofor (metformin)), glibenclamide + metformin hydrochloride (glucovance) and losartan (lorista (losartan)). On (B)(6) 2017, the patient started corega neutral taste. On (B)(6) 2017, 30 min after starting corega neutral taste, the patient experienced cardiac pain (serious criteria gsk medically significant and clinically significant/intervention required), blackout (serious criteria gsk medically significant), vision abnormal, dizziness and nausea. On (B)(6) 2017, the outcome of the cardiac pain, blackout, vision abnormal, dizziness and nausea were recovered/resolved. It was unknown if the reporter considered the cardiac pain, blackout, vision abnormal, dizziness and nausea to be related to corega neutral taste. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the product was withdrawn. Dechallenge was positive. Lorista was used as concomitant drug for hypertension. Follow-up information received from physician on 28 march 2017: the consumer reported that she is a physician by profession, so the reporter information was updated. Batch number of corega neutral taste was corrected from en41 to en4t. On (B)(6) 2017, less than a day after starting corega neutral taste, the patient experienced increased blood pressure and feeling unwell. On an unknown date, the patient experienced self-induced vomiting and accidental ingestion of product. The patient was treated with captopril (capoten). On (B)(6) 2017, the outcome of the increased blood pressure and feeling unwell were recovered/resolved. On an unknown date, the outcome of the self-induced vomiting and accidental ingestion of product were unknown. It was unknown if the reporter considered the increased blood pressure, self-induced vomiting and feeling unwell to be related to corega neutral taste. It was reported that blood pressure was measured by the paramedics with the result of 140/90 mm hg. No medications were given. No specific diagnosis was stated. Vomiting was induced by the patient in attempt to relive her symptoms (since she thought it was due to possible unavoidable ingestion of small amount of the cream). After this blood pressure was measured for the second time and the result was 130/80 mm hg. ECG was also taken by paramedics and there were no changes compared to results of previous ECG taken on unspecified date. During the night-time (between (B)(6) 2017), the patient felt unwell and measured her bp. The result for systolic bp was 140 mm hg. She took single dose of capoten. The condition resolved on (B)(6) 2017.